Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a discolored display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during evaluation, the display screen was dim and discolored. Unrelated to the complaint, evaluation revealed a cracked battery compartment. Additionally, the up arrow and down arrow keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. Evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.